Event description:
It was reported that during a lap cholecystectomy procedure, the device was closed on the cystic duct, but the jaws were sticking and not opening as expected. The clips were fired and formed successfully. The same device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.